Event description:
The patient reported that the ok keypad button was intermittently unresponsive and required several presses on the keypad in order to elicit a response. The patient also indicated that he wore the pump in his pocket and did not clean the pump. The keypad was reportedly intact and that the pump was not exposed to water.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow/ok/backlight keypad buttons were intermittently responsive; the backlight keypad button has no effect on insulin delivery function. There was evidence of adhesive found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.